Event description:
Per the audiologist, the patient's device was explanted in 2008, due to a device extrusion. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report, filed december 22, 2008.